Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 99% stenosed, target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the procedure at 8 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.